Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of 8015 device not powering off was not identified during the customer call. Tech support explained that the issue is suspected to be related to a potential logic board failure. Recommended sending the device to bd repair depot for further evaluation and repair. Attempted to transfer the call to the service notification team; however, the call was disconnected. Provided the customer with the direct phone number and email address for the service notification team via email for follow-up. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 would not power off. There was no patient involvement.